Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that after lead component of the patient's implantable neurostimulator (ins) system had migrated. A revision procedure was performed in (B)(6) 2015 where one of the leads was explanted and replaced. The indication for use of the device was noted as non-malignant pain. If additional information is received, a follow-up report will be sent.